Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 430 mg/dl. Customer stated infusion set had a bent cannula and reservoir needle was damaged before they got to use it. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.